Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon felt that corneal edema was contributing to the refractive error and that the problem was resolving. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 01/12/2009 and 01/27/2009 by phone, fax, and mail. Additional info was received on 01/08/2009. A completed questionnaire has not been received. This report was mailed to FDA on: 02/06/2009.